Event description:
It was reported, the patient (italy) has never charged the scs ipg. As a result, the ipg battery is depleted. Surgical intervention is planned to address the issue.

Manufacturer narrative:
"Date of this report" was listed incorrectly on the initial filing. The correct "date of this report" for the initial filing is (B)(4) 2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.